Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a static fill estimate value that did not change despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller about the cause of the issue and assisted in reloading the cartridge, resulting in the pump gauge displaying correctly.